Event description:
The only information provided so far on this complaint is: they have experienced leakage on 3-4 sets during the weekend (for two days). More information will follow. Incident date is yet unk. Additional information received on october 22nd: summary of the main point, for additional information, please refer to complain form attached: all pts in 4 bed room of ICU received problems with pressure monitoring sets: 4 cases: leakage close to the syringe near the "2 way valve", towards pt. Medical staff could still aspire. When trying to aspire air was sucked into syringe. No air came out in the arterial tube to the pt. Leakage close to the syringe. Air was discovered in the arterial tube all the way towards the pt. Air had probably been drawn into the tube by the continous flow of naci. Other lot did not show any problems. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.